Event description:
It was reported that the event involved a male pt, (B)(6). While in the cardiology department the intra-aortic balloon (iab) was inserted via a sheath without issues. When intra-aortic balloon pump (iabp) therapy began, the pump (iap-0500d (B)(4)) immediately alarmed helium leak and the pump stopped. According to the cath lab rn, a clear liquid was visible in the helium line. Also, according to the cath lab rn a leak of clear liquid was detected the area where the white leg of the helium line is connected to the catheter body. As a result, the iab and sheath were removed as one unit. The md inserted another iab. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a 15 minute delay / interruption in iabp therapy for the timeframe needed to prep and insert the second iab into the pt. The pt outcome is ok. Add'l info received from teleflex (B)(4) on (B)(4) 2011 indicated that it was unk what the clear liquid was. They assumed the liquid was from the arterial flushing system. The insertion site was listed as the same as the first iab.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.